Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify when the probe tip broke off the device (after the procedure, during use in the case, in the patient, etc.)? If the probe tip broke during the procedure, was the tip removed from the patient? Did removal cause any changes to the patient care? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the customer alerted the sales rep that they were getting repetitive "reflected power errors" on one of the two probes being used in a microwave ablation procedure. To mitigate, the sales rep recommended they make sure green portion of probe fully was embedded in tissue. Customer continued to get errors. Customer also mentioned that it appeared plastic sheathing was torn around distal cannula and tip appeared very charred. Customer reported the rp errors starting at about seven minutes into a ten minute cycle. Customer also noted temps reaching 170 c during cycle. Decision was made to discard probe and replace with a new probe. Final three minutes of cycle were completed without incident. The procedure was delayed by approximately ten minutes and was completed with no patient consequences reported. Upon examining the probe, the sales rep noticed that the distal 5 mm the tip of the probe was missing and alerted the customer.

Manufacturer narrative:
Product complaint#: (B)(4). Call home data evaluation summary: call home data was reviewed for system nm18nea00656 on 1/21/2020. Two pr20xt probes, nm19nhc91956 and nm19nhc89199, were connected to channels 1 and 2, respectively. Probe 1 tested successfully but probe 2 issued a reflected power error instantly on test. Probe 2 then passed the test. An ablation was set to 10:00, 65w for both probes. After 3:35, probe 1 issued a probe temperature too high error (185.5c). The probe was retested. Probe 2 completed the 10:00 ablation with no errors. The probes were set to ablate for 10:00 at 65w. Both probes issued reflected power errors. Probe 1 was retested without error and probe 2 issued 10 reflected power errors on 10 test attempts. Probe 2 then passed the next attempted test. Both probes were then disconnected and a new probe, nm19nhc85470, was connected to channel 1 and passed the test. The probe was set to ablate for 10:00 at 65w but issued a reflected power error instantly. The probe was restarted and completed a 3:11 ablation (user stopped) and also a 1:00 ablation at 95w. This marked the end of the case. No device will be returning to neuwave for further investigation, so the damage to the probe seen in the photo cannot be verified, and the root cause of the reflected power errors and high probe temperature error is unknown. The lot provided by the customer does not match the probe that issued the reflected power errors, which is the device in the complaint text. The reviewed lot contains this such probe. Lot: ml19084496 was reviewed (in process sn: (B)(4). Manufactured date: 9/17/19. Expiration date: 5/1/23. Probe sn: (B)(4) trocar was damaged by the assembler. This was replaced. No further problems were seen during the manufacturing and testing of this lot. The attached photo was analyzed. The probe in the image is missing the tip. The image is not clear enough to recognize any other issues or make any conclusions. Additional information was requested, and the following was obtained: the needle tip has been confirmed is in the liver of the patient. The CT they did where they discovered that the tip was still in the liver was a routine, 1-month post-op follow-up scan. Can you please clarify when the probe tip broke off the device (after the procedure, during use in the case, in the patient, etc.)? I am not sure if the tip was broken off during use and noticed only when the probe was removed or if the trip broke off while the probe was removed from the liver. If the probe tip broke during the procedure, was the tip removed from the patient? No, tip remains within the liver and it would be very dangerous to attempt to remove the tip from within the liver. Patient informed. No adverse effects to the patient. Did removal cause any changes to the patient care? N/a. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.